Event description:
New information received noted that the device was explanted on (B)(6) 2021 due to reaching elective replacement indicator.

Manufacturer narrative:
The reported event of a patient notifier anomaly was not confirmed by analysis. Review of the device image indicated that the patient notifier was triggered for elective replacement indicator (eri). The patient notifier was tested and functioned normally during bench testing. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the device, during bench testing, to have a high voltage output anomaly due to a hybrid transistor anomaly.

Manufacturer narrative:
Correction - h6 - type of investigation should have been 4114 - device not returned. Investigation findings - 3221-no findings available. Investigation conclusions - 4315 - cause not established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the patient did not receive a patient notifier vibratory alert for the implantable cardioverter defibrillator (ICD) battery getting close to eri. An attempt to show the patient the vibratory alert resulted in vibration not occurring. The patient was sent home with a merlin transmitter. There were no patient consequences.